Manufacturer narrative:
Based on the claim against the product by the customer noting it was difficult to remove the instrument from the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip, causing vertical misalignment of the grips. There was a portion of the grip tips that extended further than manufactured. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The instrument was also found to have signs of corrosion on the instrument bearings, dried residue on the clamping pulleys. The grip input disk bearings exhibit orange discoloration.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer found the force bipolar (fb) instrument difficult to be removed from the patient. The customer had to use another instrument to remove the fb. The metal piece kept popping out. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before being inserted into the patient. No damage noted on the force bipolar. The instrument and cannula were removed together the first time it happened because the end of the instrument that attached the tip to the handle was out and kept getting hooked on the end of the cannula. The surgeon attempted to straighten the tip out so the hook would be inside the handle part, but the hook would not go back in. The customer carefully was able to remove both cannula and instrument without causing any damage to the insertion site. When the issue occurred the second and subsequent times, the surgeon was able to maintain the tip with the hook inside the handle, and the instrument was removed from the cannula with no problems. The port incision was not extended. The customer noticed that the pin would look like a hook which would not allow the instrument to go into the cannula without it being held straight. The surgeon was using the fb to cauterize the tissue. There was no collision with other instruments during the case. The surgeon was using the fb and the monopolar scissors. The instruments jaws were not stuck in the close position. The surgeon complained that it was moving properly. No fragments of the force bipolar fell into the patient.